Manufacturer narrative:
This event occurred in (B)(6). (B)(6). The patient's sample was requested and provided for an investigation. Product labeling states, "the sensitivity of the elecsys anti-sars-cov-2 assay early after infection is unknown. Negative results do not preclude acute sars-cov-2 infection. If acute infection is suspected, direct testing for sars-cov-2 is necessary." The investigation is ongoing.

Event description:
The initial reporter questioned a negative elecsys anti-sars-cov-2 result for one patient tested on a cobas 8000 e 602 module. The patient tested pcr positive >30 days prior to the negative anti-sars-cov-2 test. On (B)(6) 2020, the patient was tested with an abbott m2000 pcr methodology and the patient¿s result was positive. On (B)(6) 2020, a sample from the patient was tested with the elecsys anti-sars-cov-2 assay and the patient's result was non-reactive. The elecsys anti-sars-cov-2 result was reported outside the laboratory. The customer performed additional testing with the same sample. The customer used the vircell covid-19 elisa igg assay, vircell covid-19 elisa igm + iga assay, and an igm sars-cov2 elisa assay. The patient's results were undetermined with both the vircell covid-19 elisa igg assay and the vircell covid-19 elisa igm + iga assay, and positive with the igm sars-cov2 elisa assay. Refer to the attachment for all patient data. The manufacturer of the igm sars-cov2 elisa assay was requested but not provided. The vircell assays are not on the list of eua products. The cobas 8000 e 602 module serial number was (B)(4).

Manufacturer narrative:
Two sample tubes arrived for investigation. The customer¿s elecsys results could be reproduced at roche with a different lot of elecsys anti-sars-cov-2. Additionally, the samples had been processed with the elecsys anti-sars-cov-2 s assay as well as with the creative diagnostics covid19 rapid test. Both samples showed no serological sign of a past sars-cov-2 infection and are clearly non-reactive in all three assays. The samples are therefore considered to be true negative. Further clarification and a final conclusion of the observed discrepancies are not possible with the currently available methods and state of the art research tools. Calibration signals from 14-/27-jul-2020 found within expected ranges. Data related to the october testing were not provided. Qc recovered within specified ranges on 22-/29-/31-jul-2020. Data related to the october testing were not provided. The investigation did not identify a product problem. The cause of the event could not be determined.